Manufacturer narrative:
Additional information was received that the culture results will not be provided to bsn. No further information could be obtained.

Event description:
A report was received that the patient had developed an infection at the ipg incision site. Redness and irritation around the incision were also noted. There was no known cause of the infection. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30 serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#:sc-4316, lot#: 19689480 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg incision site. Redness and irritation around the incision were also noted. There was no known cause of the infection. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively.